Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "keys that stopped working were the blue keys that are used to select items on the screen" was reproduced. The middle soft keys were found intermittently failing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the keypad which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump blue keys that are used to select items on the screen did not work. Because the blue keys did not work, the nurses were unable to initiate a program. The event occurred in the medical surgical department. There was no patient involvement. No additional information is available.